Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the y connector of the suction evacuator was damaged. During use, suction was not applied, and air was leaking. The user asked to check whether the connector had a hole. As per information mentioned in the internal bd comments on (B)(6) 2023, stated that the connection between the main unit and the tube was loose and wobbly and seemed to be coming off. The y-shaped part was normal, one side had a hole and the other side was closed. They could not see any damage.

Event description:
It was reported the y connector of the suction evacuator was damaged. During use, suction was not applied, and air was leaking. The user asked to check whether the connector had a hole. As per information mentioned in the internal bd comments on 02oct2023, stated that the connection between the main unit and the tube was loose and wobbly and seemed to be coming off. The y-shaped part was normal, one side had a hole and the other side was closed. They could not see any damage.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), 3 spring evacuator. Visual inspection of the sample noted no visual defects noted and the y connector was submerged in the methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) reservoir and suction applied. The evacuator suctioned as intended with no leaks or issues. No root cause could be found because the reported event was unconfirmed. The device history record is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.